Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose was 528 mg/dl. The customer was treated with intravenous insulin and insulin injection. Customer stated that the insulin pump had no delivery alarm. Customer was assisted with troubleshoot and customer stated that insulin did not exit and insulin pump alarmed no delivery. Customer stated that there was no air bubble and leak. Customer was alleging insulin pump was under delivering because customer changed infusion set and still getting no delivery alarm. . Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.